Manufacturer narrative:
The device product labeling adequately displays the expiration date assigned to the device on the packaging. The IFU associated with the device states, "both inner and out packaging, including seals, should be thoroughly inspected prior to implantation." Medical device expiration date management by the distributor and the surgical facility contributed to this product complaint. There have been zero other complaints of similar nature for a device from this product line being implanted beyond expiration in the past 12 months. The manufacturer will continue to monitor the field for reports of implants utilized beyond the documented expiration date.

Event description:
The manufacturer was made aware of a medical device that was utilized beyond the expiration date identified on the product packaging on 05/27/2025. A product usage form was submitted to the manufacturer which identified a medical device lot that had surpassed the expiration date. The medical device had a documented expiration date of 06/10/2024 and was implanted on (B)(6) 2024. There were no known patient complications or delay associated with this product complaint.